Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that three fourths of a bag of insulin free-flowed on a patient in the cvicu department. The rate was programmed for between 2ml/hr and 5 ml/hr. The biomed department tested the pump twice by loading a set and starting an infusion and were not able to replicate free flow. They also did not notice any pump breakage. There was no patient harm reported.

Manufacturer narrative:
The customer¿s concerns, that three fourths of a bag of insulin free flowed into the patient was confirmed. Physical inspection showed a damaged platen assembly. The platen¿s upper hinge post was severed and observed lodged in the membrane frame hinge. The log identified an infusion of drug ID 212 (insulin) was programmed to infuse at a rate of 2ml/hr. The log showed the insulin infusing for approximately 15 minutes when the device was paused. The log recorded the pcu alarmed for a channel disconnect and the source pump module was removed. The source pump module was not re-attached and drug ID 212 (insulin) was not programmed on another device. During functional testing performed on the device, unregulated flow was observed. Testing performed on the source device with a known good platen installed the device was found to be under infusing during the timed rate accuracy test. The returned pump module was then calibrated using asm rate calibration task. The device was successfully calibrated. Timed rate accuracy was again performed, the returned pump module was observed delivering fluids in specification. During the investigation, it was not determined how the platen post was broken. The root cause of the customer¿s complaint that three fourths of a bag of insulin free-flowed into the patient was found to be the result of a broken platen upper hinge post. The exact root cause of the broken platen hinge post was not identified.

Event description:
The customer reported that three fourths of a bag of insulin free-flowed on a patient in the cvicu department. The rate was programmed for between 2ml/hr and 5 ml/hr. The biomed department tested the pump twice by loading a set and starting an infusion and were not able to replicate free flow. They also did not notice any pump breakage. There was no patient harm reported. Although requested there was no further information provided.